Manufacturer narrative:
(B)(4). This is a report of a use error where the patient did not follow therapy steps by not placing a cap on their transfer set when disconnecting from therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient did not place a cap on their transfer set after disconnecting from therapy. This occurred in drain cycle one of six in peritoneal dialysis therapy. The patient was to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.